Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report: 1627487-2012-03183. It was reported the pt is experiencing pain and burning at her scs ipg pocket site while charging her scs system. The pt is working with her physician to determine the next course of action. On (B)(6) 2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.